Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and in disconnected mode. A technical support specialist logged into the device remotely via remote support specialist (rss) and found it in a disconnected state, reviewed database synchronization logs, which showed recent errors, and restarted the database synchronization service, logged into the server remotely via remote support service (rss) and confirmed that all other devices were synchronizing normally except this station. Contacted the customer, the customer reported that the hospital information technology (it) department had verified the necessary ports were open, logged back into the device via remote support service (rss) and observed that it was no longer showing as disconnected, logged into the server again and confirmed that the synchronization status was current. Successfully pinged the device internet protocol (ip) addresses without any errors. The customer confirmed that the issue was resolved and approved closing the case. The system functioned as intended after the technical support specialist and information technology team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and indicated it was in disconnect mode. The server was checked on user side and was confirmed to be functioning properly. This was the only machine in the facility that was in disconnect mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.